Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the only thing wrong with this item was that the packaging had a hole in it. As it could no longer be considered sterile, the or could not use it. Patient consequence was not reported.